Event description:
It was reported that patient hasn't charged ipg for over a year and as such the ipg became inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.